Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous normal tsh result for one patient generated by the access 2 immunoassay analyzer, which did not match the patient's clinical picture. The original sample was repeated on the same unit and an alternate unit and the results within normal reference range were obtained. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to treatment attributed or connected to this event.

Manufacturer narrative:
The sample is in lithium heparin tube with a gel barrier that was centrifuged for 5 minutes at 4500g. The sample was aspirated from the primary collection tube and appeared normal. Qc was within the customer's established ranges prior and post the event. A bci field service engineer (fse) performed high sensitivity system check which met specifications. Fse did not mote any hardware issues. A clear root cause can not be determined for this event.